Event description:
A 7mm diameter x 20 mm bridge assurant billiary stent system was inserted into a pt for the treatment of an unk lesion. The pt's vessel were reported to be heavily calcified and tortuosity was unk. It is unk if the lesion was pre-dilated. It was reported that attempts to insert the stent were unsuccessful because of the calcification and eventually the stent dislodged in the pt's vessel. The physician was able to snare the stent from the femoral artery head and successfully remove it from the pt. No additional clinical sequelae were reported and the pt is fine. The delivery system was not returned to medtronic.